Manufacturer narrative:
Reported defect: bilateral deflation of breast implants. Condition of product: product was received inside a single sealed pouch with activated sterilization indicators. The pack included distributors report and health professional's paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 2000, using hutchison hsh 400 saline-fill implants, which were filled to an unk volume. In 2007, the pt visited the surgical facility in regards to a suspected deflation of the right breast implant. The pt underwent bilateral replacement surgery one week later. The implants were replaced with allergan style 68 hp devices that were filled to a volume of 520cc bilaterally. Visual inspection: visual inspection immediately identified a section of shell that had been removed from the device that measures approx 55mm x 33mm which encompassed the valve assembly on the anterior surface of the device. Product inspection: pressure testing was not possible due to hole (breached area) on the shell. Microscopic examination (x10) of the periphery of the hole (breached area) identified well defined edges and a clear initiation point which is indicative of mechanical trauma. The product met all mfg and quality specifications post MFR. Conclusion: mechanical trauma is not a mfg fault.